Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the b30 error was displayed and when the test scope was connected to the scope socket, only color bars were shown. The cause was assigned to a faulty scope socket. In addition, it was noted that the front panel was cracked along the bottom of the scope socket housing. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that the likely cause of the scope socket failure was user handling. As stated in the instructions for use, as a preventive measure, "do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur."

Event description:
A user facility reported to olympus a b30 error and that the image observed was "just colors coming on the screen." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.